Manufacturer narrative:
Per tandem user guide: residual insulin remaining in the cartridge is unusable. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue and resumed insulin delivery. The customer's blood glucose ranged from 210 - "high" mg/dl on the cgm graph. Elevated blood glucose was address by changing the pump supplies. System check was performed with tandem technical support (cts) and it was reported the customer was reusing insulin and changing the infusion set every three days. Cts informed the customer that reusing insulin and changing the infusion set every three days was off label per the user guide.